Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a 'leak/spill of 5fu which had dried and crystalized'. The issue was noticed when removed from the packaging prior to patient use. The device was filled with 3150mg 5-fluorouracil (5-fu) in 0.9% sodium chloride having a total volume of 115ml. There was no patient involvement. No additional information is available.